Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient's incision was superficially oozing. Patient was later confirmed to have an infection at the generator site. It was noted the patient had manipulated the site and caused the infection. Patient remains on antibiotics. The patient is scheduled to have their current device replaced. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
D9. Device available for evaluation? - correction - na should have been included in the initial MDR. H6. Investigation conclusions - correction - d1102 should have been included in the initial MDR.

Event description:
It was reported that the patient had a full explant occur. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
F10. Health effect - impact code - correction - code f1903 was inadvertently not included in supplemental #2 MDR.